Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, an error occurred. The error code was unknown. The blade was broken off inside the patient after the device was re-assembled and cleaned. The broken blade was retrieved with a forceps and there was no damage on the patient¿s tissue. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device did not contact with something hard such as a forceps or a clip. One device will be returning.